Event description:
It was reported that a large number of transmissions from the carelink monitor may have caused early depletion of an implantable cardioverter defibrillator (ICD). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d284trk implantable cardioverter defibrillator (ICD): (B)(6) 2009. (B)(4).